Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01147. The patient received his scs system consisting of an ipg and a single percutaneous lead for right side pain on (B)(6) 2005. It was reported that the patient developed left side pain and the physician added a lead to cover the left side. This lead reportedly migrated and was repositioned. On (B)(6) 2007, the stimulation reportedly stopped working. Lead testing showed that the amplitude would not increase if the middle contacts were used on one of the leads. The lead was removed but not returned to ans for analysis.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.